Event description:
The customer reported that the system did not display an image. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the image processor system, b100 / 300 pcb, b304 pcb, and interface cable. The system operates as intended.